Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was saying her blood glucose level was 40 mg/dl but it was 469 mg/dl. This is the second time it happened. The customer treated her blood glucose level with the insulin pump. The insulin pump went into threshold suspend. The device was not returned.